Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced an adverse event on (B)(6) 2016. Patient's mother reported that the patient had a blood glucose (bg) finger stick value of 600 mg/dl. Patient's mother took the patient to hospital at 1:00 pm. Patient's mother reported that the doctor determined that patient had hyperglycemia. Patient was treated with insulin and released at 5:30 pm. At the time of contact, patient is doing well. No additional patient or event information was provided.